Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that thirteen (13) years, five (5) months post-implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to aortic stenosis (mean gradient = 36 mmhg). As reported, a 23mm transcatheter valve was implanted and post-implantation gradient was reduced to 9 mmhg. There were no reported complications and the patient was listed in stable condition, post-operatively.